Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Stent struts on proximal row 1 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood and solidified contrast media were present within the inflation lumen, indicating the device had been used in vivo and the device had been prepped for use. A visual and microscopic examination also identified that the hypotube had kinked approximately 8mm and 3.8mm from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
Same case MFR#: 2134265-2010-00672. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The lesion being treated was located in the proximal and mid left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated five times to 18atms for 10 seconds. The physician attempted to place a 3.50x12mm taxus liberte stent, but couldn¿t cross the lesion. Upon removal the stent was found 'ruined'. Then the physician attempted to place a 3.00x12mm taxus liberte stent, but was unable to cross. Upon removal the stent was found 'ruined'. The procedure was completed with another 3x8mmtaxus liberte. No patient complications were reported. Patient status reported as "stable".

Event description:
Same case MFR#: 2134265-2010-00672. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The lesion being treated was located in the proximal and mid left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated five times to 18atms for 10 seconds. The physician attempted to place a 3.50x12mm taxus liberte stent, but couldn't cross the lesion. Upon removal the stent was found 'ruined'. Then the physician attempted to place a 3.00x12mm taxus liberte stent, but was unable to cross. Upon removal the stent was found 'ruined'. The procedure was completed with another 3x8mm taxus liberte. No patient complications were reported. Patient status reported as "stable".